Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issue it was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with mr grade of 3. The first clip was advanced; however, before diving into the left ventricle, when checking the grippers, the posterior gripper arm did not lower. The grippers were checked with the clip locked and unlocked. The clip was closed and was removed. A new clip was implanted without issue, reducing mr to 1. Once outside of the anatomy, when the clip was locked, only one gripper lowered. After unlocking the clip, the second gripper followed, with the clip unlocked both grippers came down simultaneously. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar complaints from the reported lot. Based on the information reviewed and without the device to analyze, a cause for the reported difficult to open or close (gripper actuation - single) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.